Event description:
In 2002 nellcor puritan bennett received info stating that a marquette monitor in conjunction with a npb uniprobe and a npb d25 sensor had provided high sp02 readings of 99%. According to the hospital, the physician questioned the value and requested an arterial blood gas. Arterial blood gas was drawn and it showed an spo2 reading of 89%. No pt harm reported.